Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent implanted to the 1st obtuse. Approximately 19.5 months post index procedure, patient death occurred. The cause of death was cardiac. Investigator assessed that the death was not related to the study device.

Event description:
Cause of death is reported as cardiogenic shock, respiratory failure, pneumonia, pulmonary thromboembolism, adenocarcinoma of oesophagus with gastric metastatis.